Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, it was identified that the device had white residue inside the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, the most likely cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.